Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after an unspecified procedure. Reportedly, an unknown device issue occurred. A second prostar xl device was used with the same results. The method of achieving hemostasis was not specified. There was no clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Device analysis found two coiled suture lumens were detached from the suture covers and were not returned; the green suture was caught on the shaft and there were clamp marks noted on one suture cover. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received states: two prostar xl devices were used in the case. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other prostar xl device referenced is filed under a separate medwatch MFR number.